Manufacturer narrative:
Siemens filed the initial MDR 2432235-2020-00299 on 03jun2020. Additional information (09jun2020): the customer contacted the siemens customer care center (ccc) and siemens reviewed the information provided. Maintenance was performed by customer and the halogen lamp was changed. The system was fully operational after the maintenance. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens is investigating the issue.

Event description:
A discordant, falsely depressed creatine patient result was obtained on an advia chemistry xpt instrument. The discordant result was reported to the physician(s). The same sample was repeated on an alternate advia chemistry xpt instrument. The repeat result was reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed creatine patient result.